Manufacturer narrative:
Although requested, the device was not returned for evaluation. Additional information was requested, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lost history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, unintended user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and injector interaction) may have contributed to the event.

Event description:
Reportedly, during an intraocular lens (iol) implant procedure, a small fragment of the injector tip and a broken iol haptic had to be removed. Incision was slightly enlarged to remove the broken pieces and another iol of a different model was implanted. Sutures were required. Additional information regarding the details of this event was requested but not received.